Event description:
An overdelivery due to an operator error in programming the device. The pump was reportedly programmed on an unspecified date in the pca + continuous mode to deliver morphine 10 mg/ml with a continuous rate of 5 mg/hr, a pca dose of 4 mg, a patient lockout of 15 minutes, and no 4-hour limit. In 2002 at 6:17 am, the vial was changed and the pca infusion was resumed. At 8:47 am, the pump was turned off and the patient was disconnected from the pump to allow the patient to take a shower. At 9:53 am, the pump was turned back on and the settings were reprogrammed with the same settings, except that the concentration was entered as 1 mg/ml instead of the intended 10 mg/ml concentration. The infusion was started at 9:56 am. At 3:34 pm, the morphine vial was changed and the infusion restarted at the same settings. At 8:23 pm, the pump sounded with an empty syringe alarm. At that same time, the patient was noted to be lethargic with a respiratory rate 8 to 10 breaths per minutes and an oxygen saturation of 94% on room air. At this time, the nurse reportedly discovered the programming error. The patient was successfully treated with a total of 0.6 mg of narcan administered intermittently in 0.1 mg doses over approximately 4 hours. The pca therapy was held for an unspecified amount of time. The patient recovered from the event. Although requested, no additional information was available.